Manufacturer narrative:
The following devices were also listed in this report: mck tibial baseplate-lm/rl-sz 4; cat#180604; lot# 26611022-01 mck femoral-lm-rl-sz 4; cat#180504; lot# c7e6-1 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding rom involving a mako insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Medical records received and evaluation: no medical records were received for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
The following was reported: patient states on (B)(6) 2024: "I am 6 weeks out on monday on my partial knee replacement. I saw the dr yesterday. Pleased with everything but I'm at a standstill with my range of motion. So a week from thursday with insurance approval he is going to do a "manipulation under anesthesia" (mua) on my knee. I will have pt friday, monday and tuesday. Then, a few more and I'll be done. I see him again on the 26th."